Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a revision where they had a gastric sleeve (not related to device/therapy) put in at the end of (B)(6) 2017 and lost 80 pounds over a two month period. Due to the weight loss, the device turned sideways and was poking out. The patient tried to tolerate the issue because they didn't want to have another surgery, but the healthcare provider (hcp) told them that if they lose more weight, the device will need to be revised again. The patient tried to wait for the revision, but anytime they sat down, they would hit their ins. The patient met with their hcp who said the device needed to be moved deeper; the revision occurred on (B)(6) 2018. After surgery, their spouse tried to turn the device on, but the device was shocking them "really bad." The patient said the hcp advised them to wait a few more days before turning the device on again because of the swelling. A week later, they tried to turn the device on again, but they were shocked again. The patient also had complications with an infection. They further clarified the complications were they had a lot of bleeding and swelling because they were on a lot of "q-bien." The patient didn't know if the bleeding/swelling popped the battery back out, but it was literally poking out of their back again; the hcp couldn't see the ins because the area was so swollen after surgery. The patient had two rounds of antibiotics and a med pack of steroids "you know, 6, 5, 4, 3, 2, 1." The patient went back to their hcp. The patient was running out of antibiotics, the area was swollen, and the hcp was worried about an infection. The patient went back to their hcp again on (B)(6) and switched programs. The hcp tried messing with the device, but the patient was shocked again. The patient went home with the settings left as is. The patient went to the hcp again on (B)(6) 2018 and the hcp took the entire system out, moved to the other side, and redid the whole system; patient had a system explant and was implanted with a new system. No further patient complications have been reported as a result of this event.